Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: red particle material on the shell; openings on posterior; device analysis performed through photographs, due to the impossibility to perform; microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported a left side rupture confirmed by MRI. Additionally healthcare provider reported capsular contracture baker grade IV device has been explanted and replaced.